Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was 279mg/dl. Customer had recurring no delivery alarms. Insulin pump will be returned for analysis.